Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an audio tone/vibration (no sounds) issue. The reporter noted there were no sounds when unlocking and when changing an infusion set. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 01/02/2014 with the following findings: during investigation, the allegation that the auditory alarm was not working was duplicated. The pump was opened and the auditory alarm circuit¿s electrical contacts were found to be misaligned causing improper electrical contact. The auditory alarm functioned properly after the contacts were aligned properly. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.